Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a drain complication. The patient stated there are no signs of bubbles or fibrin and that the catheter clamp is open and moving freely. The patient reported having hernia surgery on (B)(6)2017 and is experiencing the feeling of swollen abdomen. The patient's peritoneal dialysis nurse reported on a follow up phone call that the patient's hernia was a pre-existing condition prior to the patient starting peritoneal dialysis. The patient is currently doing well.

Manufacturer narrative:
A temporal relationship exists between the ccpd therapy with the liberty cycler and the exacerbation of the pre-existing umbilical hernia (unknown size and symptoms), potential discomfort/pain and subsequent open umbilical hernia repair. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. A prior history of hernia and the placement of the pd catheter are risk factors for increased likelihood of hernia formation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a drain complication. The patient stated there are no signs of bubbles or fibrin and that the catheter clamp is open and moving freely. The patient reported having hernia surgery on (B)(6) 2017 and is experiencing the feeling of swollen abdomen. The patient's peritoneal dialysis nurse reported on a follow up phone call that the patient's hernia was a pre-existing condition prior to the patient starting peritoneal dialysis. The patient is currently doing well.